Event description:
Lots 2401061 and 2401060 are also affected by the reported problem. There was no direct impact on the patient (the devices were replaced before use). Desciption from pr# (B)(4). A slightly viscous liquid at the end of the syringe. Incident occur - before use. At the end of the syringe presence of a slightly viscous liquid, the customer wants to know if this is normal.

Manufacturer narrative:
Initial MDR submission with device evaluation. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Additional batch reported: batch: 2401061. Batch creation date: 2024-01-09. Batch expiration date: 2028-12-31. Device evaluation: one sample of lot 2401061 and one sample of lot 2401060 was provided to our quality team for investigation. Through visual inspection silicone was observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for the lots provided and were found to be within specification. The samples underwent these same tests and was found to be within specified limits. A device history review was performed for lot 2401061 and 2401060, no deviations or non-conformances related to this issue were identified during the manufacturing process retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. While we could not identify a direct issue, a project has been initiated to further review our silicone process. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.